Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer stepped on the pump and as a result the touch screen became shattered and unresponsive. Reportedly, the customer's blood glucose (bg) was "low" and the value was not provided. Customer consumed carbs to address low bg. Reportedly, customer reverted to manual injections for insulin therapy.